Event description:
On 12/3/04, the patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately erratic. He obtained results of 270, 190, and 78 mg/dl on the reported meter within 10 minutes of each other, while experiencing no symptoms of high or low blood glucose level. He took no actions to affect her blood glucose level following use of the meter. He saw his doctor the next day; a "low" result was obtained on the doctor's device. He received no treatment. The customer care representative (ccr) was not able to walk the patient through a control solution test as the control solution was expired. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on statistical methodology, the calculated difference of the glucose results obtained on the reported meter exceeds the expected value of <=20% and/or <=20 mg/dl, thereby, indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.